Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a sudden shocking, which was resolved when the patient changed to a different program. The location of the shocking was not specified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.